Event description:
Related manufacturer reference 3005188751-2015-00023, 3005334138-2015-00023 during a ventricular tachycardia (vt) procedure, a cardiac tamponade occured. Transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer and then exchanged for an agilis nxt introducer. A tacticath quartz ablation catheter was inserted through the agilis nxt introducer to map the left ventricle. Approximately 30 minutes into the procedure, the patient experienced chest pain. An echocardiogram was completed without evidence of an effusion. The procedure continued and after approximately two hours with no rf ablation, the patient was hypotensive. Fluoroscopy revealed the heart was contracting abnormally and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed without improvement so surgery was performed to resolve the tamponade. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the lot or serial number of the device was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Manufacturer narrative:
Additional data: (B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.